Event description:
Customer alleged a pt expired while on the bed. The head section was in the up position and would not lower. The nursing staff was unable to perform CPR because the head section would not lower.